Event description:
A customer reported to baxter (B)(6) of a continu-flo set in which the giving set was found to have no rotating cuff/retractable collar to secure the line to a patient during an infusion. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection was performed to the set and the luer locking adapter was found missing in the male luer lock. The cause of this condition was not identified. The batch review was performed and no deviations were found during the manufacturing of product. This issue is being investigated through CAPA.